Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 06-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("device removal") and monoplegia ("left arm paralysis") in a female patient who had essure (ess205) (batch no. 623028) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2017, 10 years 7 months after insertion of essure (ess205), the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced monoplegia (seriousness criterion medically significant), arthralgia ("diffuse joint pain"), the first episode of intervertebral disc protrusion ("lumbar disc herniation"), lumbar hernia ("lumbar herniation"), the second episode of intervertebral disc protrusion ("cervical disc herniation"), sinusitis ("recurrent sinusitis") with rhinorrhoea and depression ("depression"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the medical device removal, monoplegia, arthralgia, lumbar hernia, sinusitis and depression outcome was unknown. The reporter provided no causality assessment for arthralgia, depression, lumbar hernia, medical device removal, monoplegia, sinusitis, the first episode of intervertebral disc protrusion and the second episode of intervertebral disc protrusion with essure (ess205). Further company follow-up with the consumer or regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 06-feb-2018. The most recent information was received on 26-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("device removal") and monoplegia ("left arm paralysis") in a female patient who had essure (ess205) (batch no. 623028) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2017, 10 years 7 months after insertion of essure (ess205), the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced monoplegia (seriousness criterion medically significant), arthralgia ("diffuse joint pain"), the first episode of intervertebral disc protrusion ("lumbar disc herniation"), lumbar hernia ("lumbar herniation"), the second episode of intervertebral disc protrusion ("cervical disc herniation"), sinusitis ("recurrent sinusitis") with rhinorrhoea and depression ("depression"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the medical device removal, monoplegia, arthralgia, lumbar hernia, sinusitis and depression outcome was unknown. The reporter provided no causality assessment for arthralgia, depression, lumbar hernia, medical device removal, monoplegia, sinusitis, the first episode of intervertebral disc protrusion and the second episode of intervertebral disc protrusion with essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2018: quality-safety evaluation of ptc. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-feb-2018 for the following meddra preferred term: medical device removal ¿ analysis in the global safety database revealed 800 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.